Manufacturer narrative:
Concomitant medical products: a3dr01 ipg, implant date: unknown. 5076-58 lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection approximately two months post implantation. It was also reported that the ipg exhibited abnormal pacing one month prior to the infection. It was reported that the implantable pulse generator (ipg) was reprogrammed and a pacing lead was explanted and replaced. It was subsequently reported that the patient experienced an elevated heart rate post programming. The other pacing lead remains in use. No further patient complications have been reported as a result of this event.